Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The system error 322 was reproduced and confirmed through evaluation. This condition was caused by a failed lower link switch. The lower auxiliary assembly (containing the link switch) was replaced. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functional testing, a spectrum pump had system error 322. There was no patient involvement.